Manufacturer narrative:
The reported recognition issue was confirmed. Based on the analysis of the returned device, a leak was noted. Dissection revealed the irrigation leak was due to an insufficient application of adhesive at the deformable body to polyimide irrigation tubing junction. As a result of this finding, abbott is performing further investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During the procedure, it was noted that the catheter was not recognized by the system. The catheter was replaced and the procedure was completed with no adverse consequences to the patient. This event is being reported based on the analysis of the returned device.